Manufacturer narrative:
Fractured adapter plate screws.

Event description:
Provider alleges the 4 smaller bolts snapped holding the back on allegedly causing the consumer to fall out of the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the 4 smaller bolts snapped holding the back on allegedly causing the consumer to fall out of the chair.